Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the reported symptom could not be reproduced. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2012 at the (B)(6) co. In (B)(6) reported that the de-airing mode on the hcu 30 serial number (B)(4)started automatically (without user input) causing the outlet temperature to drop. Reference complaint (B)(4)."